Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced incorrect label information. The customer reported, "a customer complaint was received regarding the 308-302995 syringes. The lot was 8178810, where the box was mislabelled 20ml but the syringes inside were 10ml. Found before use. No reports of serious injury or medical intervention noted."

Manufacturer narrative:
Investigation: three photos were received and evaluated. One photo displayed a 48-count 20ml label from batch #8178810 (p/n 302830). One photo appeared to show the top of the box opened full of 10ml syringes in fully sealed blister packs confirmed to be from batch #8054947 (p/n 302995). One photo depicted a strip of the packaged 10ml syringes partially pulled out of the box next to the 20ml label. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The images display the 20ml product of batch #8178810 and the 10ml product from batch #8054947 went to the same distribution center from the two different manufacturing plants. Both products mentioned above are manufactured at different facilities. The only time they were in the same location was at the distribution center. Potential root cause for the incorrect label defect is likely associated with the distribution center.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced incorrect label information. The customer reported, "a customer complaint was received regarding the 308-302995 syringes. The lot was 8178810, where the box was mislabelled 20ml but the syringes inside were 10ml. Found before use. No reports of serious injury or medical intervention noted."